Event description:
During prep of the cryoablation needle, bubbles appeared from the needle shaft. This device was removed and replaced with no harm to the patient. Manufacturer response for cryoablation needle, icepearl 2.1 cx, angled 90deg cryoablation needle (per site reporter).